Event description:
N/a

Manufacturer narrative:
Updated fields- b4; d9; d8; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 corrected fields: d4 UDI a getinge field service engineer (fse) confirmed customer complaint, batteries not charging. Replaced power management pcb (d670-00-1162), this corrected issue. Confirmed batteries charging. Device passed functional and safety tests according to factory specifications. Patient involvement was not there and no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H11 corrected data: h6 (health effect ¿ impact codes)

Manufacturer narrative:
A getinge field service engineer (fse) confirmed customer complaint, batteries not charging. Replaced power management pcb (d670-00-1162), this corrected issue. Confirmed batteries charging. Device passed functional and safety tests according to factory specifications. Patient involvement was not there and no harm reported. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part pcb, power management, rohs with a reported unit failure of batteries won¿t charge. The failure analysis and testing dept. Performed a visual inspection and found that component q27 was shorted (damaged). This damage to q27, poses a risk to the test fixture. Due to this damage and the risk, it poses, this part cannot be investigated any further by the fat dept. Sending the board to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for part. Please see attachment. They stated: board was re-tested at fct. Result: failed step 4.2.4 +12v fan voltage. Regulation. 3. Perform troubleshooting on the board. Found q27 damaged. Probable root cause for this part is a manufacturing assembly issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is manufacturing assembly issue.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) battery won't charge. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.